Event description:
Customer reports an lv5 infusor filled with 1200mg of 5fu in d5w to a total volume of 110ml overinfused 5 hours earlier than anticipated. Infusion duration anticipated stated as 22 hours. No patient injury or medical intervention.